Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in australia, this was a valve-in-valve case with a 20mm sapien 3 valve inside another 20mm sapien 3 valve, in pulmonic position by jugular approach. The first 20mm sapien 3 valve was implanted inside the cp stent that provided the landing zone. Two months after the procedure, a valve-in-valve with a new 20mm sapien 3 valve was required for pulmonary regurgitation, detected via echo. The patient suffered from ascites, pulmonary edema, and fatigue due to this event. After the valve-in-valve procedure, the patient was alive. As per medical opinion, the root cause of this event was that, as it was a case via left jugular vein that control was difficult and, when post dilating the first 20mm sapien 3 valve, the valve in the cp stent may have moved up and damaged the leaflet.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The complaint for valve central regurgitation was unable to be confirmed due to unavailability of relevant imagery nor medical records. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that this is an off-label operation since the sapien 3 valve was deployed in a cp stent in pulmonic position. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the procedure. In this case, per provided information, it is possible that post dilation was performed on the first implanted valve. Attempting a post-dilation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. As such available information suggests that procedural factors (post dilation) may have contributed to the reported event.